Manufacturer narrative:
. Investigation summary: bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has not been confirmed for the indicated failure mode: stopper pop off. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, stopper of 1 tube came loose resulting in blood exposure to healthcare worker. No adverse impact was reported regarding the patient or user.